Event description:
It was reported that during equipment testing conducted by a manufacturer service technician, the maestro duraguard was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event of the device overheating was confirmed. The device was not repairable and was discarded following manufacturer evaluation.